Event description:
It is reported that the poly disassociated during surgery.

Manufacturer narrative:
Evaluation summary: the compressed dovetail may indicate that it did not slide under the male dovetail on the tibia plate when inserted, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Evaluation: the articular surface is severely damaged, preventing accurate dimensional analysis. The condyle contact pads exhibit indentations and wear. The backside exhibits severe wear and a compressed dovetail feature. Device history records indicate all components were manufactured and inspected to specification.